Manufacturer narrative:
The investigation into the priming issue has been completed. The impella device was not returned for evaluation. The root cause of the priming issue was use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. It was reported a failure to prime the device. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.